Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device did not fire completely on the first firing. The device was reloaded and had a similar issue. Another device was used to complete the procedure. There was no patient consequence. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.